Manufacturer narrative:
A ge service rep instructed the customer to ensure that the interconnect cable is connected. The system operates as intended.

Event description:
The customer reported that an error message was displayed on the monitor. No pt injury was reported.